Event description:
It was reported that during a follow up, high threshold was observed. The sv coil was turned off as it was a single coil. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).